Event description:
It was reported that a screw placed at l5 was not placed according to the surgical plan. The misplaced screw was removed.

Manufacturer narrative:
Investigation confirmed that there was no system malfunction found. The root cause was user technique. Existing mitigation's sufficiently reduce risk to health. The issue does not pose a risk to health and there are no new safety concerns associate d with this issue.